Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken near the backend pulleys. As a result, the cable became loose at the distal end causing the instrument to not operate properly. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Review of the provided image is consistent with the alleged issue of loose cables.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia with cholecystectomy surgical procedure, the customer reported the pulley wires of the large hem-o-lok clip applier instrument became loose rendering the jaws not being able to close or open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-nov-2024: the instrument was inspected prior to use with no damage noted by the care team. The issue with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon attempted to close the jaws on to the vessel, it did not close properly and when inspected closely it was observed that the pulley wires were loose and thus the jaw were not able to close. Hem-o-lock clips were used for the cystic bile duct. The vessel or tissue bundle was not greater than what is specified in the instructions for use (IFU). Incident occurred on the 2nd clip application. A backup instrument was used to resolve the issue.